Event description:
The reporter rec'd er1 messages from her meter. She was using ot normal control solution and getting er1 each time she tested. Issue resolved with training. She was sent correct ss control solution.